Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6940 implantable pacing lead (B)(6) 2000; 6932 implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.